Event description:
A durable med equipment supplier (dme) alleged that a power cord had experienced a thermal event when used with a continuous positive airway pressure (CPAP) device.

Manufacturer narrative:
The MFR rec'd the device and confirmed there was thermal damage to the ac inlet of the power supply which rendered it non-functional. There was also thermal damage noted to the rec'd non-respironics ac power cord which resulted in an exposed wire. The MFR concludes the reported event was likely caused by the use of a non-respironics power cord. Labeling for the CPAP device instructs the user to use only respironics accessories. There is no pt harm associated with this report. The MFR concludes no further action is necessary.